Event description:
It was reported that the patient had one octrode lead placed on (B)(6) 2012. The upper part of the electrode covered the right side and the bottom part of the lead covered the left side. The patient eventually only had coverage on the right side. A left side lead placement was attempted at implant but was met with abdominal stimulation and was aborted. A second compact octrode lead was then placed on (B)(6) 2012. No other information was available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).